Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad trace. The displacement test was unable to be performed due to unresponsive button. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube and cracked reservoir tube window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button was not working. Customer's blood glucose reading was 124 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that they were unable to bolus since the act button was unresponsive. Customer advised they were wearing the insulin pump while walking but the device was not touching their skin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.